Manufacturer narrative:
No report of patient involvement. Initial reporter: the initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. A ge healthcare service representative confirmed the reported complaint. The on/standby switch was replaced, and the unit was returned to service.

Event description:
The ge healthcare service representative reported that, during service of unit, the faulty on/standby switch would intermittently cause the unit to shut down. There was no report of patient involvement.